Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the product tank was leaking. Additional malfunctions include the hose clamps were leaking, the tie wraps were leaking, and the control panel was broken.